Manufacturer narrative:
D9, h2, h3, h6: software logs were analyzed. It was determined that there was insufficient information to determine that cause of the issue. Code d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The navigation system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a tag saying that the system had an unexpected shutdown three times. Once after moving the system from the original outlet. The manufacturer representative performed a battery stress test. Before unplugging it was at 100%, and the manufacturer representative reported that after four/five minutes the battery status was still at 92%. Patient presence unknown.

Manufacturer narrative:
H2) additional information: b5 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735737, software version: 2.1.0, ubd: , UDI#: ; h6: multiple annex g codes were reported. G02008 corresponds to concomitant product 9735737 that comprises the reported event. G02002 corresponds to concomitant product 9735773 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The navigation system had the unexpected shutdown issue prior to use for a functional endoscopic sinus surgery (fess) procedure per the medial staff. Navigation was aborted when the system was used later for the first patient. There was no patient present when the issue occurred, no patient impact.